Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, it was revealed that the implantable cardioverter defibrillator delivered multiple shocks the preceding evening. It was revealed to be a sinus tachycardia episode which led to inappropriate atp. Programming changes were successfully made. The patient was discharged.